Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm; air was in the heater line. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a disconnection between the heater bag and the heater line of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted the hp with ending therapy, reviewed proper procedures per the user manual, and advised to contact the pd nurse regarding the event. There was no report of patient injury or medal intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.